Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Main printed circuit board is out of electrical specification and corroded. Upper and lower cases are broken and corroded. Battery release, ring cover, heart block, battery drawer, and battery flex are contaminated. Lead flex cover is corroded. One side bail cover is broken. One side bail cover and one side bail are missing. The ring is bent. Keyboard is scratched. Lcd (liquid crystal display) is out of specification; the gasket is sticking out into the display area.

Event description:
It was reported the device would not turn on. The device was returned for repair. No patient involvement was reported.